Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, prior to the peritonitis event, the patient was hospitalized for a clostridium difficile (c-diff) infection. The patient was treated with unspecified antibiotics. While hospitalized, the patient developed peritonitis and then became septic. The cause of peritonitis was not reported. Seventeen days prior to receipt of this report the patient passed away. The patient was not fully recovered from the peritonitis event at the time of death. Pd therapy was ongoing at the time of death. The cause of death was reported as respiratory failure and sepsis. An autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot number h13i26027 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The cause of the reported peritonitis could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.